Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 221 mg/dl, 120 mg/dl, 94 mg/dl and 88 mg/dl. The customer had unspecified hypoglycemic symptoms at the time of these results. The customer self-treated with a piece of cake and felt better immediately. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.